Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery failed in the device. There was no reported patient involvement.

Manufacturer narrative:
Serial number not provided by the customer.

Event description:
It was reported to philips that the device's battery had failed while in the defib. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One heartstart xl solid lithium acid battery pack was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The battery capacity test results indicated that the battery performance has significantly degraded. The duration of service and the customer use model supports that the expected life of the battery has been exceeded and does not indicate any non-conformity to specification. Philips cannot rule out a malfunction of the battery at the time of the reported event. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.